Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022., it was reported by a sales representative via email that an ar-1788j-cp internalbrace¿ implant system guide wire and drill both broke inside the patient during the drilling process. The broken fragments were not retrieved and the case was completed. This was discovered during an atfl internalbrace procedure on (B)(6) 2022.